Event description:
It was reported that, "surgeons assessment stated that revised due to failed right knee replacement."

Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the hospital and not returned to the MFR. Add'l info including x-rays and medical records was requested. If it becomes available, the eval summary will be submitted in a supplemental report.